Manufacturer narrative:
Device evaluated by MFR: returned product consisted of threader balloon catheter with no other devices. There was blood in the balloon. Magnified inspection identified a pinhole in the balloon material over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion as located in the mildly tortuous and severely calcified distal left circumflex (lcx) artery. A mach1 guide catheter was placed. A 1.2mm x 12mm balloon catheter was selected for use and advanced to dilate the lesion. However, upon the third inflation, the balloon ruptured at 8 atmospheres. The device was removed from the patient smoothly and the procedure was completed with a different device. After the procedure, the physician reported that the other devices also had difficulty crossing the lesion, therefore, the issue might be due to the lesion calcification.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion as located in the mildly tortuous and severely calcified distal left circumflex (lcx) artery. A mach1 guide catheter was placed. A 1.2mm x 12mm balloon catheter was selected for use and advanced to dilate the lesion. However, upon the third inflation, the balloon ruptured at 8 atmospheres. The device was removed from the patient smoothly and the procedure was completed with a different device. After the procedure, the physician reported that the other devices also had difficulty crossing the lesion, therefore, the issue might be due to the lesion calcification.

Manufacturer narrative:
Age at time of event: 18 years older. (B)(4).